Manufacturer narrative:
(B)(4). The rt340 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the inspiratory and expiratory limb of the complaint breathing circuit was returned and a heater wire resistance test was carried out using a multimeter. Results: the expiratory limb of the complaint device was found to be within specification for this product. The inspiratory heater wire was found to be open circuit. A lot check revealed no other complaints of this nature for this lot number. Conclusion: electrical open circuits in heater wires can be associated with improper crimping of the heater wire during production, such that it is unable to provide continuity for the full period of use. All production and those that fail are rejected. This suggests the heater wire became open circuit post production, possibly as a result of a weak crimp connection. (B)(4).

Event description:
A hospital in (B)(6) reported that an rt340 adult dual-heated evaqua breathing circuit did not heat up. This was reported prior to patient use.